Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings:unable to duplicate the complaint. History shows pump was running on default date from (B)(6) 2015 until a manual time change was made on (B)(6) 2015 14:01 to (B)(6) 2015 14:00. Bolus totals in bolus history are consistent with bolus totals in tdd history at time of reported event.. Successfully performed a 10u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20.0u..#3. Tdd¿s add up correctly and reflect the users programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unrelated to the complaint, the battery compartment is cracked on the side from threads to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that about 10 days ago, the patient had a blood glucose (bg) of 400 mg/dl , had shortness of breath, was tired, dizzy and lightheaded. Patient bolused through the pump to lower bg. During troubleshooting, customer support found that the bolus totals did not match, having a greater than 5% discrepancy. This complaint is being reported as the discrepancy was not resolved and the patient experienced hyperglycemia.